Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep asked patient if she had a recent procedure or MRI reading. She did not, she was not sure what she had done prior to the por message. The message was just por call physician and it had a circle with an ( I ) in it in the upper left corner. Tech services told rep that if there was a circle not a triangle the patient could reset the communicator by resetting the time. Rep called the patient walked her through the steps and as soon as we did that her stimulation returned. Patient's weight was unknown. Rep was going to discuss further with hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient received power on reset (por) message on their programmer. The patient indicated the ins was fully charged and even now, 12 days from the por occurring, the ins is still three quarters full. Therep was not with the patient. The rep was redirected to confirm with patient whether por was warning or informational. Technical services reviewed how to clear informational por but that warning por would need to be cleared with tablet. Technical services reviewed potential causes for por (other than overdischarge). The rep was scheduled to meet the patient later today. The rep called back stating that the patient confirmed it was an informational por. The time and date were reset over the phone and stim resumed. No symptoms were reported.